Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention due to hypoglycemia on (B)(6) 2026. The patient¿s blood glucose (bg) levels declined to 2.6 mmol/l (46.8 mg/dl) while wearing the pod on the abdomen between 25 and 36 hours. Symptoms reported include low bg levels and insulin shock. The patient sought assistance by contacting emergency services. Treatment with glucose was administered by ambulance personnel, resulting in rapid recovery and hospitalization was not required.